Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the reagent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. In-house testing of lot 66054be00, which contains the same bulk material as lot 66054be01, was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I syphilis tp reagent lot 66054be01 was identified.

Event description:
The customer reported false negative alinity I syphilis tp and provided the following data: sample no. 1: abbott platform result: 0.37 s/co. The retest result was 17.23 s/co and 17.82 s/co. Autobio platform result: 7.07 s/co, colloidal gold result: positive (+). Patient information: male, 37 years old, clinical diagnosis: pulmonary tuberculosis. Sample no. 2: abbott platform result: 0.07 s/co and 0.08 s/co. Autobio platform result: 2.263 s/co, colloidal gold result: positive (+). Tppa result: negative (-) patient information: male, 54 years old, clinical diagnosis: pulmonary tuberculosis. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number: 07p60-77 that has a similar product distributed in the us, list number: 7p60-21 / 31, with 510k/PMA/bla number: k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false negative alinity I syphilis tp and provided the following data: sample no. (B)(6): abbott platform result: 0.37 s/co. The retest result was 17.23 s/co and 17.82 s/co. Autobio platform result: 7.07 s/co, colloidal gold result: positive (+). Patient information: male, 37 years old, clinical diagnosis: pulmonary tuberculosis. Sample no. (B)(6): abbott platform result: 0.07 s/co and 0.08 s/co. Autobio platform result: 2.263 s/co, colloidal gold result: positive (+). Tppa result: negative (-). Patient information: male, 54 years old, clinical diagnosis: pulmonary tuberculosis. Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.